Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing thrombectomy procedure in the middle cerebral artery (mca) using penumbra system ace 60 high flow kits (kits). During the procedure, while attempting to advance a penumbra system 5max ace reperfusion catheter (5max ace) through the rotating hemostasis valve (rhv) of a neuron max 6f 088 long sheath (neuron max), the 5max ace became kinked at the mid-shaft. The physician did not mention experiencing resistance; however, it was reported that the rhv was tightened too tightly. Therefore, the 5max ace was removed and the procedure was completed using another kit and the same neuron max. There was no report of an adverse effect to the patient.